Event description:
The pt received more medication that intended. The pump was programmed to deliver an unspecified concentration of potassium chloride and the delivery was started. The therapy was to be completed in one hour. No further programming parameters were provided. Reportedly, the potassium chloride delivery completed in twenty five mintues instead of the intended duration of one hour. The pump was removed from clinical service. There were no reports adverse pt effects. During testing at the user facility, the device passed testing.